Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of greater than 600 (mg/dl). Customer administered correction boluses with the pump to treat their bg level. System check with tandem technical support indicated pump was performing as intended. Customer indicated that they will temporarily revert to insulin injections, and they will contact their health care provider to discuss diabetes management.